Event description:
According to available information, this device required replacement due to the device no longer working. It was noted the no fracture was found in the device and the patient was not experiencing any pain. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Two separations were noted on the bladder of the reservoir. These are sites of leakage. The separation surfaces appear to have varying degrees of degradation. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 8 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.